Event description:
During a follow up, noise resulting in oversensing and pacing inhibition were noted on the right ventricular channel of the device. Noise resulting in inappropriate automatic mode switch (ams) and oversensing were simultaneously observed on the atrial channel. Subsequently the patient experienced dizziness due to pacing inhibition. No intervention has been performed. The patient was stable and will continue to be monitored.